Manufacturer narrative:
Report source: abstract titled "the early clinical outcome and failures of a consecutive series of interspinous distraction devices" (p118), by p sell, z rasul, m newey. Eur spine j (2009) 18 (suppl 4): s471-s535. Device not returned, follow up with author.

Event description:
In an abstract titled "the early clinical outcome and failures of consecutive series of interspinous distraction devices", a cohort of 69 pts with clinical and radiological features of spinal stenosis and a sitting tolerance of greater than 30 minutes were selected for the x-stop device. The abstract reported the following events: late spinous process fracture occurred in a two level implant as a result of erosion; and 17 revision surgeries (these events have already been reported as MDR 2953769-2009-00037). No further info was provided.